Event description:
Mother called from hospital to say her son was admitted yesterday with hyperglycemia and dka. She said they believe the pump is at fault, that they have had a lot of e4 errors over the last few weeks, and so believe there is a problem with insulin delivery. Patient was given variable rate insulin via IV. A request was made for the return of the pump, replacement sent.

Manufacturer narrative:
The event occurred in (B)(6). Patient age: unknown, estimated at somewhere between 16-28 years.